Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keys were not responding when she attempted to clear the check blood glucose. Customer's blood glucose level was 249 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window, and battery tube threads. Unit received with minor scratched lcd window, broken reservoir tube lip, and missing reservoir tube lip o-ring.